Event description:
It was stated that the previous system was replaced due to lead migration.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# v514854, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).